Event description:
It was reported that the display device is not alerting at the proper threshold. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. A functional test was performed and passed. The device log was downloaded and reviewed and the display device is not alerting at the proper threshold was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined.